Manufacturer narrative:
Trackwise # (B)(4). Update section: g4, g7, h2. Corrected section: h6 corrected to "no patient involved".

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, inserts on tip of vessel harvesting system (heater wire) was coming off. A replacement device was used to complete the procedure. No patient involvement.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, inserts on tip of vessel harvesting system (heater wire) was coming off. A replacement device was used to complete the procedure. No patient involvement.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 08/28/2020. An investigation was conducted on 09/08/2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The heater wire was observed to be completely bent and twisted back, remaining attached to the base of the jaw, however it was detached from the tip of the hot jaw. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "material twisted/ bent wire" is confirmed. The DHR. Shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID #: (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview hemopro 2, inserts on tip of vessel harvesting system (heater wire) was coming off. A replacement device was used to complete the procedure. No patient involvement.